Manufacturer narrative:
Patient weight is not available from the facility. The device was returned to the manufacturer for evaluation. Visual inspection and simulated use testing revealed a twist in the working length of the device 13 inches from the bottom of the strain relief, along with a second twist 20.75 inches from strain relief. A 0.018 guidewire could be passed normally, although resistance was felt when passing a 0.035 guidewire.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon lumen was found not to be patent, and could not be loaded onto the guidewire. The patient was not affected by this issue.